Event description:
Our anesthesiologist was placing an arrow international multi lumen cvc kit in the patient and the outside layer of the guidewire became uncoiled and unattached from the underlying wire.